Event description:
Reportedly, when the device was connected to the pt through fast-patch disposable defibrillation/ECG electrodes, a continuous display of "connect electrodes" was observed and device analysis of pt ECG could not be performed. The pt was not resuscitated.